Event description:
It was reported that an alert had been generated for out-of-range intrinsic amplitude on the atrial channel. Presenting electrogram showed the patient was in atrial fibrillation (af). Isolated atrial undersensing noted, with ap events delivered. Atrial sensitivity is programmed to maximum automatic gain control (agc) 0.15mv. There was no evidence of noise/artefact. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.